Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The following devices were also listed in this report: 64813310, mrhk tib ins 10mm m/l m2/l2, a9b9j. 64956100, gmrs extension piece 100mm, cp36t. 64813112, mrh tibial b/plt keel med 2, csh3a. 64853711, mrs curved fem stem 11 x 127mm, 163303a. 64786620, ti dur reg fluted stem 14x80mm, 48300. 64812140, mrhk tibial sleeve, lgc967 . 64812120, mrh axle, ctd20757. 64812110, mrhk femoral bushing, lhb047. 64812110, mrhk femoral bushing, lhb196. 64812133, mrhk bumper insert 3 degrees, lgc197. 64812100, mrh tib rot comp xs-xl, 116483. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
This pi is for second debridement. On (B)(6) 2018, the gmrs implant was inserted after being diagnosed with osteo sarcoma and the tumor removed. 4 months later, found that there was an infection on the implant. The implant was not removed but debridement was done. Since the surrounding muscle and tissues were healthy no further procedure was required. Again in (B)(6) 2019 infection occurred and a second debridement procedure was done. Antibiotic beads were used. During the second time debridement it was found that the implant has moved from its implanted location and it is causing severe unbearable pain. Update 5/17/2019: per communication with company rep, subject device was identified as the femoral component.